Event description:
It was reported that the pump battery could not be charged. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer administered manual injections to address bg level. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.